Event description:
It was reported that t:slim x2 pump battery did not charge despite use of different charging cables, wall adapters, and confirmed working outlets, and there were no low power alerts, shutdown alarms, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer was advised on battery best practices, instructed to monitor system, and was provided a replacement pump, with guidance to use multiple daily injections as backup, place problematic pump in storage mode and return it, and then program settings and connect continuous glucose monitor on replacement pump.